Event description:
Pt had tonus stimulator implanted 1977, one year after motor vehicle accident. States it never worked and to his knowledge has only ever worked for one person. Pt states md implanted wrong size electrode and in wrong place. The teflon bladder envelope has adhered to his bladder and cannot be explanted without "amputating" his bladder. Teflon has migrated through his body. Over time he has developed almost complete incontinence and damage to his sex life. He suffers with back pain and arthritis as well. States MFR claims the statute of limitations has elapsed. The hosp can't find his records and "all the attorneys refuse to help him."